Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that the lead integrity alert (lia) was triggered on 2010-(B)(4) due to meeting the requirements for non-sustained tachycardia and ventricular short interval counts (sic). There were 1568 lifetime ventricular sic recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658, lead, implanted: (B)(6) 2010; 507645, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented after receiving inappropriate shocks from the right ventricular (rv) lead. The rv pace/sense portion of the lead was replaced. It was further determined that a lead integrity alert (lia) was triggered for the rv lead about a week following the rv pace/sense replacement, however the pacing impedance, thresholds, and sensing measurements were noted as being normal and stable. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.